Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 3 of 4 of pd treatment . During pd treatment the patient said there was an alarm that indicated that air was detected in the cassette as well as a warning of draining slowly/drain complication. The patient was advised by tech services to cancel treatment. A new cycler was issued to the patient. When the patient opened the cassette door and removed the cassette there was fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient did not do manual treatments, but went to the clinic to do a treatment the following day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,g.1., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test. Valve actuation test passed. Systems air leak test passed. Patient sensor calibration check passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a clog in hp2 and hp3 filters which is a related failure to the reported symptom --air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 3 of 4 of pd treatment . During pd treatment the patient said there was an alarm that indicated that air was detected in the cassette as well as a warning of draining slowly/drain complication. The patient was advised by tech services to cancel treatment. A new cycler was issued to the patient. When the patient opened the cassette door and removed the cassette there was fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient did not do manual treatments, but went to the clinic to do a treatment the following day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.